Manufacturer narrative:
No motor error alarm, failed battery test alarm, audio/beep anomaly or rewind anomaly noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries and had failed battery alarm. Customer stated that the insulin pump was slower to rewind. Customer stated that the insulin pump had pump error alarm. Insulin pump did not give low reservoir warning. The insulin pump will not be returned for analysis.